Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported that his son had two bent cannulas. The father stated the bent cannula occurred upon insertion. The father did not notice the bent cannulas until his son's blood glucose rose. The father also reported a hospitalization event for high blood glucose. The father stated his son was hospitalized three weeks ago. Blood glucose at the time of hospitalization was 400-500 mg/dl. He stated his son had diabetes ketoacidosis, causing him to be hospitalized. The son was treated with an IV and insulin during his overnight stay in the hospital. The customer was advised to change out his infusion set to resolve the bent cannula issue. No additional information provided.